Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The issue was reported to philips because the device failed opcheck. There was no specific reported malfunction for the device. There was no report of patient involvement.